Event description:
Caller states that pt was given double dose of insulin by the nurse by mistake. She states that patient tested at 32mg/dl, and 8 minutes later on the same device tested hi. She states after the 32mg/dl result dextrose was given. Caller received a result of 561 mg/dl minutes after the hi result. She decided to test on an additional device and received a result of 46 mg/dl minutes later. No illness or injury reported due to treatment based on 32 mg/dl. Linearity testing was not consistent in acceptable limits. Requested return of suspect device and replacement was sent.